Event description:
The customer reported that the side-firing fiber forward fired at 75,000 joules during a prostate procedure. It was reported that the procedure was completed with a turp. No pt injury was reported.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber.